Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the system experienced an intermittent problem with subtraction not being visible for a period of time. This resulted in a loss of subtraction, road-mapping, or other critical cine functions. There is no report of injury or death.